Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This master tool manipulator (mtm) was returned for failure analysis and the reported non-intuitive motion was confirmed and replicated. In the error logs, the non-intuitive motion was found indicating a pot to encoder fault on the universal surgical manipulator (usm) yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the error was triggered pointing a fault on the axis 5, replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where the unit ran without any issues. The complaint was confirmed based on failure analysis. The probable root cause of the reported event can be attributed to a mechanical fault on the bevel gear assembly on the axis 5.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure the left console manipulator movements weren't accurate. The customer stated that they hear a clicking noise when they move the left master tool manipulator (mtm). The technical support engineer (tse) reviewed the logs and found 282 error for arm 1. Tse informed the customer that a 282 will cause non-intuitive motion if the instrument and sterile adapter aren't fully engaged on the arm. The customer stated it's been two different surgeons have the same issue and believes the issues is with the left manipulator. The customer was able to finish the case but had difficulty doing the case. The procedure was completed with no indication of patient injury.